Event description:
It was reported that during removal of the third screw, the inner shaft of the rescue screwdriver broke. When the screw was removed from the plate, the bushing bent out of the plate. All other screws were then removed, as well as the plate, a second 32mm plate was then placed along with 3 rescue screws (4.5 x 16mm-va-st) and finished with 3 va-sd 4.0 x 16mm screws, into the other holes.